Manufacturer narrative:
Section e reporter phone # (B)(6). Section e reporting institution phone # (B)(4). A philips response service engineer (rse) spoke to the customer and confirmed that the x3 was defective, not emitting any sounds. This was noticed by the users in the routine course. The rse determined that the device speaker needed to be replaced. The customer ordered a replacement speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker.

Event description:
The customer reported the intellivue x3 is defective, does not give out any sounds. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.